Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system was having syncope and was referred to the medical center for evaluation. The patient was checked and there was myopotential noise and oversensing observed on the right ventricular (rv) pace/sense channel. This led to the patient receiving anti-tachycardia pacing (atp). The patient has an old competitor lead already capped and abandoned in (B)(6) 2013, and it was mentioned that there was too much bulk in the pocket with scar tissue and concerns of leads rubbing on each other. There was an apparent insulation breach on one of the leads, but the field representative was not sure which lead. Boston scientific technical services (ts) stated that if it was the old competitor lead that was previously capped, it would not be tied to the electrical system. The physician went ahead and capped and abandoned the pace/sense portion of the model 0181 rv lead. No out of range lead measurements were observed. No additional adverse patient effects were reported.